Event description:
This event occurred in other country, but this product is distributed in the USA and I have been unable to find an american recall of the product. Child bit into first aid gel hot/cold pack sold in other country as thermoskin, but perhaps branded swede-o in america. Pack states contents are "non-toxic". Due to the sweet taste, around 120ml was consumed. Pack contained ethylene glycol instead of propylene glycol at a concentration of 22%. Other samples tested by another country's therapeutic goods administration had up to 50% concentration of eg. Pt admitted to intensive care unit with acute encephalopathy/metabolic acidosis/renal failure. Recovered after 24 hours ventilation and 8 hours dialysis. Spent one week in hospital. This product has already been recalled. Diagnosis or reason for use: minor burn.